Event description:
Epidural catheter was placed for labor analgesia. Unable to inject through catheter. Inspection revealed that three holes were missing. Subsequent catheter of same lot placed without incident.